Event description:
It was reported that a clearlink blood transfusion set had a clotted filter. This issue was observed during infusion. The transfusion set was replaced and the infusion was completed without further interruption. There was patient involvement; however, there was not patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. A visual inspection, functional test, clear passage test, and pressure test were performed. No visual defects were observed and the device passed all tests performed; therefore, the reported issue could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The customer reported that the device is available for evaluation; however, it has not yet been received by baxter. Should additional relevant information become available a supplemental report will be submitted.